Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2022 and suture was used. During the procedure, it was reported that during the operation, because the subcutaneous tissue is thick, the surgeon operates with great strength, and uses hemostatic forceps to clamp the tip of the needle, the needle was broken. The surgeon immediately contacted the bedside CT, and the broken needle tip was not photographed in the patient's body. After washing and searching again, the broken needle tip was not found, and then the subcutaneous tissue was sutured. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were x-rays taken to locate the needle piece(s)? Was there any additional tissue damage as a result of searching for the needle piece? Are any plans in place to remove the needle piece in future? What tissue structure the broken needle might be located? What is the surgeon's opinion of consequences to the patient? Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 275 g/m.

Manufacturer narrative:
Product complaint number: (b(4) date sent to the FDA: 7/20/2022 h6 component code: g07002: device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803. Part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: after investigation, the patient (female, age unknown) underwent cesarean section on (B)(6) 2022. During the operation, the operator used the (B)(6) for continuous suturing of abdominal subcutaneous tissue. During the suturing, the needle tip broke, and the needle tip was about 1mm and missing. The operator immediately performed visual search, but did not find the broken needle tip. Therefore, the operator immediately contacted the bedside CT to assist in the search. The broken needle tip was not found in the patient's body. After washing and searching again (the specific operation is unknown), the broken part of the needle tip was still not found. The operator immediately replaced a new suture (the specific product information is unknown) to complete the subcutaneous tissue suturing, and the subsequent operation was smoothly. No subsequent adverse event report was received. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare® active ingredient(s) ¿ triclosan dosage form ¿ suture/solid/parenteral strength ¿ = 275 g/m

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/22/2022. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6. H6 component code: g07002 no device return. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, but unavailable: were x-rays taken to locate the needle piece(s)? Was there any additional tissue damage as a result of searching for the needle piece? Are any plans in place to remove the needle piece in future? What tissue structure the broken needle might be located? What is the surgeon's opinion of consequences to the patient? All answers above are unobtainable. Once there is any update, we will update the information. Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 275 g/m.